Event description:
Left ventricular lead impedance >3000 ohms. Measurement consistent with historical values. Left ventricular lead not in use in current programming. Left ventricular lvring to rvcoil lead impedance warning on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).